Manufacturer narrative:
The device was not returned for evaluation. No lot number was provided; therefore, no DHR review is possible. Three (3) photos were provided, each attributed to a different complaint - mfg report numbers: 2648988-2018-00047, 2648988-2018-00048, and 2648988-2018-00049, but they are of the same device. Therefore, only one complaint (mfg report number: 2648988-2018-00047) will be confirmed based on the photos provided. A leak was reported from the patient line stopcock (proximal to the patient). Patient line stopcock is component p/n 200407-001 of which each accudrain unit has two (2) of them (patient line, and zero reference stopcocks). Only the patient line stopcock was reported as leaking. All stopcocks are visually inspected prior assembly, and each assembled patient line is leak tested during the manufacturing process to prevent this type of defects. The complaints explain that the devices were in use for several weeks prior to breakage (32, 28, and 17 days respectively). They also state that one of the patients was also receiving ¿intrathecal abx¿ and was clamped and unclamped multiple times a day. In another patient, the drain system fell off the pole and certainly could have damaged the line. Also, eeg removal spray was used, apparently in at least two of them. This type of spray may have chemicals that could make the stopcock material brittle. No further evaluation is possible at this moment. Linked to mfg number:2648988-2018-00047 and 2648988-2018-00048.

Event description:
This is 3 of 3 reports. This is in regards to the third patient. An account manager reported in behalf of customer that the xxx-accudrain (accudrain external csf drainage system) had leakage of fluid due to a crack below the white stopcock. It was also mentioned that the facility had couple of such events in the past. Additional information received on (B)(6) 2018 stating that the three patients all had the external ventricular drains (evds) for roughly one month. This patient ((B)(6)) was using the evd from (B)(6) 2018 to present with approximately 17 days of usage. The electroencephalography (eeg) was used on (B)(6) 2018 until (B)(6) 2018 at 16:52. The broken stopcock was noticed after removal. It was also reported that the evd system fell off the pole the morning of (B)(6) 2018 and believed that it was the cause of the damage of the system. All three units were discarded by the customer. It was reported however that the user facility performed an experiment to see if the collodion spray affected the strength of the plastic. It did conclude that the spray did weaken the rigid plastic parts making them more brittle.